Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station at post-op did not generate any sounds at all for alarms, only visual alerts were seen. The device was in use monitoring patients. There was no report of patient or user harm.